Manufacturer narrative:
Analysis of the implantable neurostimulator, serial #: (B)(4), found no significant anomaly.

Event description:
It was reported that the patient felt no stimulation. All unipolar and bipolar pairs were showing impedance readings greater than 4,000 ohms. The reporter was unsure when the patient lost stimulation. There had been no patient falls or trauma. The patient¿s system was replaced and was feeling ¿good therapy¿ with the new implant.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v487156, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies to the event. Method, result, and conclusion codes have been updated.

Event description:
The consumer reported that the patient had a revision of their implantable neurostimulator (ins) done due to fluid in the pocket in (B)(6) 2013. There were no system use issues. The patient recovered completely. Additional information received from the health care provider reported that there was a malfunction of the neurostimulator. The impedance was greater than 4000 ohms. There was no clinical request. The cause of the fluid in the pocket was not determined. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.